Event description:
The customer stated that he performed comparison blood glucose tests using his contour ts and another meter. He alleged that the contour ts read high compared to the other meter and the readings were 100% different. Depending on the readings, the difference between them could fall in the "c" zone or higher of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was not able to troubleshoot his contour ts system and he refused to provide any more information before ending the call. Customer service did attempt to call the customer back, but they were not able to speak with him. No product will be returned.

Manufacturer narrative:
It's not possible to determine the meter manufacture date without a meter serial number.